Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump and was unable to read the screen. The customer¿s blood glucose level was 127 mg/dl. Customer reported that she can¿t see the screen and there was a crack around the opening of the battery compartment to the corner of the screen. The customer was assisted with troubleshoot. Customer reported that there was a crack at the battery compartment to the lcd screen, pump fell and hit the counter the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed self test and displacement test. No missing segments/partial display noted. No damage on lcd glass noted. No damage on belt clip slot noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.